Event description:
It was reported that during the initial testing by the customer's biomedical engineer, it was observed that the lower screen on the cardiosave intra-aortic balloon pump (iabp) was not properly functioning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and did observe that the lower display was garbled and unreadable. To fix the issue the fse replaced the video generator board which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The hospital biomedical personnel encountered the reported issue during the initial testing. Getinge field service engineer (fse) evaluated the iabp and replaced the video generator board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.